Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The technician alleged that the head of the bed is not functioning, will not lower or raise. No patient impact.